Manufacturer narrative:
Internal file number - (B)(4). Correction: device available for evaluation. Device code 1528 -labeled - removed. Attachment: medsun mandatory and voluntary report # (B)(4). Evaluation summary: the device was received and evaluated. The reported clip open - locked and inability opening/closing the clip (mechanical jam) were not tested during returned device analysis due to the condition in which the device was returned (clip detached and lodged in the returned steerable guide catheter). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product issue. The reported patient effect of hypotension as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported clip open - locked and the reported clip open/close inability could not be determined. A definitive cause for the reported hypotension could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial MDR report a medsun mandatory and voluntary report # (B)(4) states: the patient required additional measures performed to retrieve the failed clip and then complete the mitral valve repair, which resulted in prolonged anesthesia, fluoro time, and procedure length. When we were to deploy the clip, we noticed that the clip that was closed opened spontaneously for unclear reasons. Multiple attempts were performed to reclose the clips, but these efforts were unsuccessful. After spending at least forty-five minutes doing various maneuvers, it was decided to send the patient to surgery. Another provider was consulted and was kind to come to the cath lab for evaluation form CT standpoint. An additional provider was consulted to help with the potential surgical means of removing the clip. The clip was released, but the clip and gripper lines were not released. After placing a wire in the left atrium, the mitraclip moved back spontaneously. Once the device was in the ivc, we were able to snare the device into the guide using a ensare. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4).

Event description:
Subsequent to the previously filed report, the following information is being provided: abbott submitted medwatch # 2024168-2019-03206 on april 23, 2019 with notification of the voluntary recall, (remedial action initiated) for events related to unexpected clip opening. Abbott recently received eleven reports of xtr clips unexpectedly opening and becoming nonfunctional resulting from unintended excessive force applied to the clip during implantation. Once the clip becomes nonfunctional, the inability to close and remove the device has led to surgery or additional intervention. This event is one of the eleven. To prevent unintended excessive force from being applied to the clip, abbott developed revised instructions for performing the steps establish final arm angle and invert the clip arms. The field safety notification (fsn) includes these revised instructions. Abbott will train all mitraclip implanters on the revised instructions.

Manufacturer narrative:
Internal file number: (B)(4). Conclusion code 19 added. Evaluation summary: the device was investigated and the reported clip open while locked and inability opening/closing the clip were not tested during returned device analysis due to the condition in which the device was returned (clip detached and in the returned steerable guide catheter). The hinge pins were found to be disengaged from the connector. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product issue. Based on the information reviewed and the overall evaluation of the returned device, a definitive cause for the reported clip open while locked could not be determined in this incident. The reported inability to open/close the clip appears to be due to the observed hinge pin detachment. A definitive cause for the reported hypotension could not be determined in this incident. The reported patient effect of hypotension as listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. A potential product issue was confirmed due to the observed hinge pins disengagement. Engineering investigation to date has determined that unintended excessive force applied to the clip can cause hinge pin disengagement in the mitraclip xtr design. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The FDA z number has not yet been provided to the manufacture. Abbott vascular made the decision to initiate a voluntary field action for the mitraclip xtr clip delivery system, april 18th 2019, recall file under medwatch # 2024168-2019-03206.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip opened and would not close. This was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed successfully, however the patient experienced hypotension and medication was given. It was noted that the clip had opened to 180 degrees and would not close further. The clip was inverted and was retracted into the left atrium for troubleshooting. The clip closed to only 190 degrees and did not fully close or invert. The decision was made to release the clip from the cds without grasping or removing the gripper and lock lines. The clip was deployed from the system and the cds was removed; however, the lock line came out with the cds. The gripper line was secured with a needle driver. A snare was advanced to remove the clip. There was a bubble in the back of the hemostasis valve; therefore, a sheath was inserted on the back of the hemostasis valve to maintain fluid column. No additional aspiration was required. During the wire exchange, the clip closed to 60 degrees. The clip was snared and removed successfully. After removal of the steerable guide catheter (sgc), a left to right shunt was noted. No treatment was performed. Two clips were implanted without further issue reducing mr from 4 to 1-2. The patient is stable. No additional information was provided.